Manufacturer narrative:
Date of event - estimated as it is known this thrombus occurred in (B)(6) 2022, but the exact date is unknown.

Event description:
It was reported that a fistula, leak, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. In (B)(6) 2022, a mobile thrombus was later identified via transesophageal echocardiography (tee) on the ridge and the patient started on full dose eliquis. In (B)(6) 2022, a small linear thrombus was still seen attached to the ridge. No evidence of a leak was noted. The patient later underwent a coronary angiogram on (B)(6) 2023, which found a left circumflex and laa fistula. An intravascular ultrasound (ivus) was performed to view the coronary artery and a plan was initiated to stent the circumflex. A small leak on the coumadin ridge was seen, and a coil was added to plug the leak on (B)(6) 2023. The patient was discharged the following day.